Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of receiving red arrow alarm. Technical support - 1. Replace power supply processor board. 2. Replace logic board. 3. Return to factory. Recommend customer to replace the logic board to resolve issue. End call. A review of the device history record for (B)(6) was performed from date of manufacture 08/22/2017 to present date 10/27/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support - 1. Replace power supply processor board. 2. Replace logic board. 3. Return to factory. Recommend customer to replace the logic board to resolve issue. End call. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
The customer reported they receive the "red arrow", alarm on the device (8015). It was reported there was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of receiving red arrow alarm. Technical support - 1. Replace power supply processor board. 2. Replace logic board. 3. Return to factory. Recommend customer to replace the logic board to resolve issue. End call. A review of the device history record for (B)(6) was performed from date of manufacture 08/22/2017 to present date 10/27/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support - 1. Replace power supply processor board. 2. Replace logic board. 3. Return to factory. Recommend customer to replace the logic board to resolve issue. End call. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
The customer reported they receive the "red arrow", alarm on the device (8015). It was reported there was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of the failure was not identified. A serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
The customer reported they receive the "red arrow", alarm on the device (8015). It was reported there was no patient involvement.